Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on (B)(6) 2016.

Event description:
A customer reported an event of "smoke" (oil mist) emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative / corrected data: additional part replaced during service: catalytic converter. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter and oil mist filter were not returned for functional evaluation. The assignable cause of the haze/mist/vapors issue is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue has been resolved at the customer facility. Asp will continue to track and trend this issue.